Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was over 600 mg/dl, and the customer complained of thirst. She stated that she tried to bolus, and since the insulin pump alarmed no delivery, she treated with 6 units of insulin via manual injection. Upon troubleshooting, it was found that the insulin pump passed the high pressure test and was working as designed. She declined to remove the infusion set. She was advised to perform an entire infusion set, reservoir and insulin set change. Nothing further reported.